Event description:
Account reports 2 incidents of needlesticks with the autoshield pen needle. Both occurred in the same month on very thin pts. The rn's pinched up the skin. The needle went thru the skin and stuck the nurse.

Manufacturer narrative:
Product has been discarded; no product return is anticipated. Lot number is unk; unable to perform device history review. Follow up being conducted with account to better define training needs and identify if account has been re-inserved. Regulatory compliance will continue to monitor. Follow up report to be issued if further info is obtained.